Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint stent was implanted to treat a lesion. Approximately 59 months post procedure patient suffered gastric bleeding and died. Death was classified as non-cardiac death.